Event description:
A ventilator was returned to the manufacturer because the device did not meet the acceptance criteria of the evaluation process due to critical errors (193,195,290). The complaint about the internal battery charging was confirmed during the evaluation of the device at the manufacturer's service center. The internal battery needs to be replaced. No repairs were performed on the device since it has been scrapped.